Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse adjusted the cuvette flow rate. The cse cleaned all the windows and performed the reagent 1 (r1) and reagent 2 (r2) sample alignments. The cse ran a system check and precision testing, which were acceptable. Additionally, the customer also obtained abnormal calcium assay flags. The cse reset the result monitor and re-established the baseline with the quality control and serum. The cause of the imprecise ast and alt results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise aspartate transaminase (ast) and alanine transaminase (alt) results were obtained on two patient samples on a dimension exl 200 instrument. The samples were repeated several times, resulting as shown . It is unknown if any of the imprecise results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise ast and alt results.